Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced lvad speed reductions and pump stoppages while connected to the power module. The log files indicated symptoms of percutaneous lead failure. The percutaneous lead was badly kinked just before the distal end bend relief. The percutaneous lead was replaced. Add'l info indicated that the pt rec'd red heart alarms from the percutaneous lead, but replacing the sys controller resolved the problem.

Manufacturer narrative:
The lvad's percutaneous lead was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.